Event description:
Healthcare professional reported right side rupture via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ stress marks observed. ¿ yellow particles observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture via MRI. The device has been explanted and replaced.